Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited peeling adhesive around the objective lens and distal end, detached acoustic lens, and insufficient adhesive in the screw holes of the distal end. There was no patient involvement.